Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) was on site to investigate the reported issue. The air supply line/tube of the air compressor was found loose that resulted in leakage. After the air supply line/tube of the air compressor was being installed by the fse, the low pressure alarm was eliminated and the compressor passed all the functional and safety tests returned to clinical usage.

Event description:
It was reported that the ventilator generated alarms for low air supply pressure. There was no patient harm. Manufacturer's ref #: (B)(4).